Event description:
It was reported that a year later the patient was brought back with enlarged tonsils and was diagnosed with nasopharyngeal stenosis. The original procedure from a year ago was a adenoidectomy.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is patient¿s general health, following post-operative instructions, or the presence of coexisting medical problems. Age provided in months.